Event description:
It was reported that cartridge alarm 20 occurred multiple times during cartridge loading. Customer experienced high blood glucose displayed as ¿High¿ but without a specific value. Customer treated high blood glucose with manual insulin injection not requiring 3rd party intervention. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.